Manufacturer narrative:
A steris clinical specialist conducted in-service training on sept 6, 2007, including a review of system 1 processing procedures. Steris reviewed features of the device which mitigate the risk of using an endoscope that was not fully processed due to a processing cycle error, including (1) the illuminated "error" display and (2) the hardcopy printout report that includes the statement," warning sterilization not complete hp pump failure: pump off see operators manual." No patient injury was reported in this event. Steris is filing this MDR because the level of sterility cannot be guaranteed when the system 1 cycle is not completed. A steris clinical specialist conducted in-service training on sept. 6, 2007, including a review of system 1 processing procedures. Steris reviewed features of the device which mitigate the risk of using an endoscope that was not fully processed due to a processing cycle error, including (1) the illuminated "error" display and (2) the hardcopy printout report that includes the statement, "warning sterilization not complete hp pump failure: pump off see operators manual." No patient injury was reported in this event. Steris is filing this MDR because the level of sterility cannot be guaranteed when the system 1 cycle is not completed.

Event description:
Hospital reported to steris that one of its broncoscopes was placed into a system 1 processor, the processing cycle was started and then the cycle canceled due to a pump error code. The broncoscope was removed from the system 1 without the operator checking the printout to make sure that the cycle was successfully completed. The broncoscope was reportedly then used in a patient procedure. In response to a request for information about the sterilant "use dilution" used in system 1, steris directed the facility to the system 1 operator manual section 2, page 17: "....use dilution of steris 20 has approx. A neutral ph, and is non-toxic by oral and dermal administration, and has no corrosive effect on skin..." The facility's department manager hospital reported to steris that one of its broncoscopes was placed into a system 1 processor, the processing cycle was started and then the cycle canceled due to a pump error code. The broncoscope was removed from the system 1 without the operator checking the printout to make sure that the cycle was successfully completed. The broncoscope was reportedly then used in a patient procedure. In response to a request for information about the sterilant "use dilution" used in system 1, steris directed the facility to the system 1 operator manual section 2, page 17: "....use dilution of steris 20 has approx. A neutral ph, and is non-toxic by oral and dermal administration, and has no corrosive effect on skin..." The facility's department manager reported that the hospital pharmacist was "....not too concerned because of the weak dilution and the almost neutral ph......" She also reported that the physician who used the scope stated that the patient was "....doing well and had not experienced any unusual consequences...." No antibiotics or other mitigations were reportedly administered to the patient and no adverse effects as a result of this incident have been reported.